Manufacturer narrative:
This matter is currently under evaluation, and a follow-up medical device report will be submitted upon completion of the assessment.

Event description:
When performing CT fluoroscopy procedures the user alleged that the system patient support moved erratically. As the patient has various other medical devices attached the user believes that there is a potential for injury to the patient. At this point no injury has been alleged or reported by the facility.

Event description:
When performing CT fluoroscopy procedures the user alleged that the system patient support moved erratically. As the patient has various other medical devices attached the user believes that there is a potential for injury to the patient. At this point no injury has been alleged or reported by the facility.

Manufacturer narrative:
The investigation has been completed and no device defect was found. The investigation determined that the user had changed positions of the table in one element, but not on the follow-up elemements. The user information contains warnings that the user should always verify the prescribed positions and monitor the physical table position during the scan. Please refer to the attachments.